Manufacturer narrative:
The "serial #" has not been provided. The device has not yet been made available for evaluation. Should the device become available or further information be received, a follow-up report will then be issued.

Event description:
Alleges consumer was driving his power chair when he allegedly collided with a freight train.

Event description:
Alleges consumer was driving his power chair when he allegedly collided with a freight train.

Manufacturer narrative:
This has been determined to be a duplicate file of 2530130-2019-00010. The device has not yet been made available for evaluation. Should the device become available or further information be received, a follow-up report will then be issued.